Manufacturer narrative:
Registered nurse intensive care therapy specialist notes from the call indicate that the facility's nurse stated, the pt's condition was unchanged during and after the excessive fluid removal event. Facility's registered nurse, risk mgr, spoke with the nurse who was caring for the pt, but did not have the pt's treatment or medical records available to review. According to facility's registered nurse, risk mgr, around the time of the event the pt's blood pressure, which had already been low, continued to fall. The renal physician was notified, and he came to the pt's bedside in the medical intensive care unit (micu). The pt's pressure drug infusion rate was increased to help maintain her blood pressure. The treatment was discontinued, and the pt's blood was returned to her. She was then connected to another machine for another cvvh treatment. Hospital's biomedical engineering dept was notified to inspect the involved prisma machine. They found that a pump motor appeared damaged, and that a shaft seal was missing. The components were replaced, but they were not related to the fluid removal issue. The machine then passed all diagnostic and functional tests. It has been returned to service with no further reported incidents.